Event description:
On (B)(6) 2012, customer reported that the act diff probe dripped a few drops of fluid after aspirating each patient sample. Customer stated that the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a clog in the rinse block. Fse replaced the syringe and traverse probe wipe. This resolved the issue.

Manufacturer narrative:
(B)(4).